Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that post chronic catheter placement, the device allegedly fractured. It was further reported that surgery was performed and the line was removed and replaced with a new line. The patient was reportedly stable.

Event description:
It was reported that seventy one days post port placement procedure, device was allegedly fractured. It was further reported that patient felt pain during infusion. Reportedly, the device was removed and replaced. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter in three segments were returned for evaluation. Visual, microscopic visual, functional and tactile evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified material separation issue as a complete circumferential break of the catheter was noted to be approximately 20.3cm from the distal end of the luer. The second catheter segment have complete circumferential breaks was noted to be approximately 1.1cm and appeared to at both the distal and proximal ends. The third catheter segment measured approximately 5.9cm and was noted complete circumferential break at one end. A longitudinal split and blood residue, was observed approximately 7mm from the distal end of the catheter segment. Further the edges of the circumferential break were jagged with granular surface. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.